Manufacturer narrative:
The outer sheath of the device was returned for analysis. The complaint of the tip being broken off was confirmed. Evaluation found that the white insulation tip was broken off and the outer tube was bent and buckled. The rest of the tip remained securely glued inside the distal end of the sheath tube. Major dents were noted along the steel tube along with discoloring of the cone and tube. The solder joint is disturbed from excessive heat being applied showing signs of third party repair. The root cause was attributed to physical damages due to impact. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath's insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient as stated in the IFU.

Event description:
The user facility reported that during a procedure, the plastic tip broke off. No injury to the patient was reported. The procedure was completed using a different device.